Event description:
It was reported that during a lobectomy procedure, the first and second firing were good. On the third firing, half of the staple came out, but the other half of the staples did not. Another device was used to complete the case. There were no adverse consequence to the patient.